Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the reservoir compartment's rim broke off and the reservoir would not lock in place. The customer's blood glucose was around 600 mg/dl at the time of incident. The customer's blood glucose was 532 mg/dl at the time of call. The customer stated that she treated the high blood glucose with manual injections. The customer stated that she felt dizzy and she was throwing up. The customer stated that she drank water and changed her infusion set. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip and minor scratches on the lcd window. A test infusion set and reservoir did not lock into place due to the reservoir tube damage.